Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) used sample was received for evaluation. The device was tested for air tightness and leakage was observed. An inspection of the sample under a smartscope showed damage to the catheter consistent with the damage caused by reinserting the needle. The instructions for use (IFU) state, "never reinsert the needle inside the catheter once the needle has been partially or completely withdrawn as it may pierce and/or sever the catheter." If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: blood leaking where cannula meets hub.